Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate the reported issue. The device's power module was replaced as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted stryker to report that their device's monitor turned off several times even though it had charged batteries. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Further inspection of the device's software log verified that the device inappropriately lost power 1 time during the reported event. The issue is likely isolated to a loose battery in well #2. After the battery was replaced proper device function was observed.

Event description:
The customer contacted stryker to report that their device's monitor turned off several times even though it had charged batteries. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.